Event description:
The hardware is allegedly not holding when in the upright position, when the consumer is in the chair, when the back is pushed, it will allegedly unlatch and the canes will fold forward. No injury is alleged.

Manufacturer narrative:
The model solara3g power wheel chair has serial number (B)(4). This device has been manufactured since july 2009. This issue is the first known issue with paint thickness on the bracket affecting the latching mechanism. The device back cane was not latching due to the variation in the paint finish on the bracket (B)(4). A deviation has been issued to change the paint finish on the bracket (B)(4) from paint to an e-coat [electroplated paint] finish until the change notification can take affect.